Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t g5 stat and other assay results from an unspecified number of patient samples tested on the cobas e 411 disk cu. One patient sample with discrepant results was provided: on (B)(6) 2025, the initial result was 105 ng/l (or pg/ml). On (B)(6) 2025, the repeat result was 135 ng/l (or pg/ml). The initial result was not reported outside the laboratory as the post qc failed, prompting the patient sample to be rerun. The reporter is unsure which result is deemed correct.

Manufacturer narrative:
The customer stated that the qc was acceptable before it became out of range. The field service engineer (fse) inspected the analyzer and determined that air in the flow path had caused the event. He then replaced the pressure sensor, syringe seal, and syringe glass. He verified the analyzer's performance by successful mechanical checks, blank cell calibration, and precision checks. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.